Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had back pain since implant ((B)(6) 2013). It was mentioned that the patient had an accidental overdose and talked with the health care professional (hcp) about tapering off morphine and oxycodone. The patient was glad they did that. Now the patient took medicinal marijuana in oil form for the pain. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that it was their brother in-law that had overdosed, not them. The patient stated that is why they got off of their pain medications, with the okay from their doctor. No further complications were reported.